Event description:
It was reported that device entanglement and catheter twist occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. An opticross 18 was selected for use. However, during the procedure, a mild resistance was noted when the device was delivered to the lesion. It was noted that the catheter and the non-boston scientific guidewire became twisted and entangled when lightly pressed. The guidewire became so tangled around the catheter that they had to be removed from the body. The guidewire was able to be reused, but the catheter was severely damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: device was returned for evaluation. Upon visual analysis, kinks were observed in the sheath assembly, and twists were observed in the imaging window section. Microscopic inspection revealed the guidewire exit port was damaged, and twists were observed in the imaging window. Impedance testing showed an electrical open at the proximal end of the catheter, 120-130cm from the distal housing. Functional testing was performed, and the catheter was properly recognized by the imaging system when plugged into the motor drive unit, and no connection issues or errors were detected during its testing.

Event description:
It was reported that device entanglement and catheter twist occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. An opticross 18 was selected for use. However, during the procedure, a mild resistance was noted when the device was delivered to the lesion. It was noted that the catheter and the non-boston scientific guidewire became twisted and entangled when lightly pressed. The guidewire became so tangled around the catheter that they had to be removed from the body. The guidewire was able to be reused, but the catheter was severely damaged. The procedure was completed with another of the same device. No patient complications were reported.